Event description:
Customer called to say she was hospitalized for dka in 2009 and not released until the next day. Her blood glucose level at home prior to going to the ER was in the 400 mg/dl range (no specific level was known). She was also vomiting and very sick. When she arrived at the ER her blood glucose level was 500 mg/dl. The ER doctor removed the pod and threw it away; so, no production info is available. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.